Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 313 mg/dl with large ketones, extreme drowsiness, nausea and difficulty waking up associated with an inaccurate delivery issue. Reportedly, the patient remained hospitalized at the time of the call and was treated insulin via injection by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the total daily dose in the pump¿s history and basal history added up correctly to the current basal settings programmed by the user. There were no errors, alarms or warnings in the alarm history indicating an interruption in delivery. A delivery accuracy test was performed on the pump and the test passed with no delivery defects found. Unable to duplicate complaint of inaccurate insulin delivery during this investigation; no malfunctions detected. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.